Manufacturer narrative:
The device was not returned to the manufacturer. Therefore, the device evaluation performed by (B)(4), hoya quality assurance, on 2-dec-2015, consisted of a review of the manufacturing and inspection records. No abnormalities were found in the production and inspection records for the product. The exact root cause of the issue was not determined. However, based on the investigation, it is believed that this issue is not product related. Customer is not returning device.

Event description:
Haptic tore in the eye when rotated. Incision was enlarged to explant the lens.

Manufacturer narrative:
Regarding this report, the customer indicated at the time of the complaint that they will not be returning the device. Therefore, the device evaluation will consist only of a review of the manufacturing and inspection records. Once the review is completed, a follow-up report will be submitted to FDA. Customer is not returning device

Event description:
Haptic tore in the eye when rotated. Incision was enlarged to explant the lens.